Manufacturer narrative:
The following other devices were added to this report: triathlon ps fem component, cemented; cat# 5515-f-302; lot# igwha. Tri ts baseplate size 3; cat# 5521-b-300; lot# jfwmd. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# lrrv. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Clinician review of the provided information determined the causes of the arthrofibrosis to be multifactorial. The patient's age, prior surgeries, and difficulties with pain management are all contributing factors. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
I had a total knee replacement on (B)(6) 2013. My doctor used the stryker triathlon. Even after 6 months of extensive physical therapy, I am still suffering from pain, swelling, tight joint capsule and only getting a rom of 100 (forced). I am unable to walk any distance or sit for long periods of time and can not climb stairs. We recently moved out of state and I started seeing a different orthopedic specialist. He noticed that my device is off center by at least 2mm. After learning this information I started doing research and found online there have been recalls on the shapematch because it was causing issues just like mine in patients it was used on. I have been unable to work for over a year because of the pain I am in and was looking to see what I need to do to ensure I have a knee that won't potentially cause injury to myself.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
I had a total knee replacement on (B)(6) 2013. My doctor used the stryker triathlon. Even after 6 months of extensive physical therapy, I am still suffering from pain, swelling, tight joint capsule and only getting a rom of 100 (forced). I am unable to walk any distance or sit for long periods of time and can not climb stairs. We recently moved out of state and I started seeing a different orthopedic specialist. He noticed that my device is off center by at least 2mm. After learning this information I started doing research and found online there have been recalls on the shapematch because it was causing issues just like mine in patients it was used on. I have been unable to work for over a year because of the pain I am in and was looking to see what I need to do to ensure I have a knee that won't potentially cause injury to myself.